Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon analysis, no anomalies found.

Event description:
It was reported that the atrial lead had dislodged. The lead was repositioned and remains in use. It was also noted that at the time of this lead revision the physician was not able to attach the right ventricular lead to the pacemaker because of a faulty screw. The pacemaker was removed and replaced with a new device. No patient complications have been reported as a result of this event.